Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose and frequency were not reported) and levofloxacin (intraperitoneal, dose and frequency were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.